Manufacturer narrative:
Eighteen years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 99% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. This 2.0x15mm maverick2 balloon catheter was used, however, the balloon ruptured on the third inflation at 10atms. Details of the first two inflations are unknown. The device was removed from the patient intact. The procedure was completed with another device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a large build up of solidified contrast media present inside the inflation lumen and balloon. A microscopic examination of the balloon could not identify any tears or holes in the balloon material. The device was attached to an inflation unit in an attempt to inflate the balloon using water, however, the balloon would not inflate due to the build up of solidified contrast. The device was immersed in a hot water bath in an attempt to dissolve the solidified contrast media that was present, however, this was unsuccessful. All additional attempts to inflate the balloon failed due to the solidified contrast. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 99% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. This 2.0x15mm maverick2 balloon catheter was used, however, the balloon ruptured on the third inflation at 10atms. Details of the first two inflations are unknown. The device was removed from the patient intact. The procedure was completed with another device. There were no reported patient complications. The patient status is listed as "good".